Event description:
It was reported that a revision surgery was performed to remove a tether construct. The adult patient's curve was not improved as much as was hoped and there appeared to be a loss of correction sometime post-operatively. This is report one of fourteen for this event.

Manufacturer narrative:
Corrections in d4: lot number and UDI number, d9, and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Inspection both anchors show evidence of use, but do not have any indications of damage or point to any specific failure mode in-vivo. DHR review there are no indications of manufacturing issues which would have contributed to this event and the devices were likely conforming when they left zimmer biomet¿s control. Potential root cause the cause is attributed to off-label/contraindicated use since this device is approved for use on skeletally immature patients and contraindicated for skeletally mature patients; the patient is an adult. Device usage this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Product code: qhp. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00287 through 3012447612-2021-00300.

Event description:
It was reported that a revision surgery was performed to remove a tether construct. The adult patient's curve was not improved as much as was hoped and there appeared to be a loss of correction sometime post-operatively. This is report one of fourteen for this event.